Event description:
New information noted that the lead was capped and replaced on (B)(6) 2020. The patient was stable and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, noise reversion and high ventricular rate episodes were noted on the right ventricular lead. The lead tests were normal during device check. The device was reprogrammed. The patient was discharged with no complications and would continue to be monitored.